Manufacturer narrative:
Sp: (B)(4) was received on 09/16/2013. It was visually inspected with immediate and obvious detection of damage to the sp header ma dip coat. The ma dip coat was found to have suffered a number of lacerations. The particular points of damage indicated in the image to the right below appeared to be at the points of contact with the sp bone well drilled during implant, and the nature of the damage indicates abrasion or laceration caused by motion across a rough or spurred surface consistent with a migrating sp and improper well drilling and sp securing.

Event description:
The pt had history of sp migration and a procedure was performed on (B)(6) 2011 by dr (B)(6)to re-drill the sp bed and position the sp, however there was no field clinical engineer present at this surgery, and the sp was not replaced at that time. Analysis of 4/18/2013 indicated that pt was experiencing distortion and low function of the device. Pre-op commander testing of sept 4th, 2013 showed feedback between -35db and -50db across all frequencies up to approximately 1500hz, as well as low envoygram values. Transmastoid revision on 5 sept 2013 was performed. Visual inspection by dr (B)(6) showed several areas on the polymer header that were damaged on the medial aspect of the sp (the side that was against the bone while implanted). Doctor murray connected a new sp and used the commander to test for feedback. The commander feedback test showed no feedback was detected above the -50db threshold. The new sp was then implanted, the incision closed, and the sp turned off.